Event description:
Rptr had ventral hernia repair in 1999. Venodyne boots were applied after surgery. On 12/15/99 rptr developed a red, raised rash on both legs with itching and burning. It had the appearance of a chemical burn. She also had been on morphine and was experiencing nausea and was sweating. When the boots and stockinettes were removed from her legs the stockinette was soaking wet. Rptr is not sure if she was reacting to the boots, the sweating and wetness of her legs, or the morphine.